Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found explant damage including cuts in the insulation and deformed shocking coils at approximately 600 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the low pacing impedance measurements, sensing issues, and high pacing threshold values that were observed clinically. These observations were likely the result of the lead dislodgement, which cannot be confirmed with laboratory analysis.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of 5mg eliquis and 81mg of aspirin. The patient came in for their 45-day transesophageal echocardiogram (tee) follow up procedure. The tee imaging showed that the closure device was positioned well and there were no issues. The patient was switched to a medical regiment of only aspirin. Eight (8) months post procedure the patient was admitted to the hospital with right hemiparesis and bilateral lower extremity weakness. The patient was diagnosed with a cerebral vascular accident. No intervention or treatment was performed. The patient was discharged on a medical regiment of 75mg plavix and 81mg aspirin. It was further reported that the patient experienced an ischemic stroke on (2022 in addition to the stroke reported on 01 october 2022.

Manufacturer narrative:
B3: date of event - aware date used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident occurred. In (B)(6)2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). At a routine follow-up examination in (B)(6)2022, transesophageal echocardiogram (tee) showed that the closure device maintained a seal in the laa. In (B)(6)2023, the patient experienced a right cerebellum stroke. No further information on the status of the patient is available.

Manufacturer narrative:
B3 date of event corrected from 06/13/2023 to10/01/2023. B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated

Event description:
It was reported that a cerebral vascular accident occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). At a routine follow-up examination in (B)(6) 2022, transesophageal echocardiogram (tee) showed that the closure device maintained a seal in the laa. In (B)(6) 2023, the patient experienced a right cerebellum stroke. No further information on the status of the patient is available. It was further reported that a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of 5mg eliquis and 81mg of aspirin. The patient came in for their 45-day transesophageal echocardiogram (tee) follow up procedure. The tee imaging showed that the closure device was positioned well and there were no issues. The patient was switched to a medical regiment of only aspirin. Eight (8) months post procedure the patient was admitted to the hospital with right hemiparesis and bilateral lower extremity weakness. The patient was diagnosed with a cerebral vascular accident. No intervention or treatment was performed. The patient was discharged on a medical regiment of 75mg plavix and 81mg aspirin.